Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient's husband was removing sensor, and, upon sensor removal, reported being unable to locate sensor wire. Patient's husband observed a black dot on patient's stomach. Patient's husband reported that patient is not experiencing any discomfort. No medical intervention was necessary. At the time of the call, patient's husband reported patient being in good condition.